Manufacturer narrative:
Updated fields: b4, d8, d9(device available for eval), g3, g6, h2, h3, h4, h6(investigation type, investigation findings & investigation conclusions), h11 a getinge field service engineer evaluated the unit and was able to verify the reported malfunction. The fse discovered that the pump was not pushed into the cart. The batteries were fully depleted. The fse pushed the pump into the cart making a full connection and verifying that the batteries were charging. The fse performed all functional checks and calibrations. The iabp was then ready for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) will not turn on. There was no harm reported.